Manufacturer narrative:
Concomitant devices: sheathless pv indeflator (everest, medtronic). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this report is not sold in the us but is similar to the other cordis pta catheters sold in the us.

Event description:
During inflation of a 5mm4cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated at 3 atmospheres (atm) and balloon rupture was confirmed. Therefore, it was replaced with a new saber pta (5mmx2cm) and a smart stent was implanted. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the left iliac artery. The vessel was tortuous and the lesion has diffuse calcification. The rate of stenosis was 98%. A contralateral approach was made. A sheathless pv was inserted and a guidewire slowly crossed the lesion. An ivus checked the lesion and it was confirmed the diameter of the vessel was 7 mm and the stenosed part has diffuse calcification. A saber pta catheter was delivered with some difficulty, and was inflated with an indeflator (everest, medtronic). The patient¿s information was unknown. The target lesion was the left iliac artery. The vessel was tortuous and the lesion has diffuse calcification. The rate of stenosis was 98%.

Manufacturer narrative:
During inflation, a 5mm4cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated at 3 atmospheres (atm) and balloon rupture was confirmed. Therefore, it was replaced with a new saber pta (5mmx2cm) and a smart stent was implanted. The procedure completed successfully. There was no reported patient injury. The target lesion was the left iliac artery. The vessel was tortuous, and the lesion has diffuse calcification. The rate of stenosis was 98%. A contralateral approach was made. A sheathless pv was inserted, and a guidewire slowly crossed the lesion. An ivus checked the lesion and it was confirmed the diameter of the vessel was 7 mm and the stenosed part has diffuse calcification. A saber pta catheter was delivered with some difficulty, and was inflated with an indeflator (everest, medtronic). There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. An everest inflation device was used and the same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. There was no leakage of the device. The maximum inflation pressure was 3 to 4 atm. The balloon catheter did not kink while being used and was easily removed with no resistance. The product will not be returned for analysis. A device history record (DHR) review of lot 17565915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of tortuosity and calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that the target lesion was the left iliac artery. The vessel was tortuous and the lesion has diffuse calcification. The rate of stenosis was 98%. The reason for the device not being returned is due to a regulation of the hospital says that any used devices cannot be taken out from the hospital. Patient details were requested from the physician such as age, gender, medical history and reason for the procedure were requested but was not provided by the physician. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. An everest inflation device was used and the same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. There was no leakage of the device. The maximum inflation pressure was 3 to 4 atm. The balloon catheter did not kink while being used and was easily removed with no resistance. Additional information is pending and will be submitted within 30 days upon receipt.